Event description:
It was reported that during central processing, the large suturecut needle driver instrument had a defective or torn wire. There was no patient involvement.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large suturecut needle driver instrument was found to have a frayed grip cable at the grip hub. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis further found the instrument to have three remaining uses out of 15. It was observed that the location of the frayed cable at the grip hub aligned when the grips were in the max yaw position. The location of the fraying suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, result in the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.